Event description:
A report was received on 19 aug 2022 from the home therapy nurse (htn) of a 42 year old female patient with a medical history including diabetes and end stage renal disease, who stated the patient passed away during a home hemodialysis treatment on (B)(6) 2022. The patient was found at home unresponsive and connected to the cycler, 911 was called, and emergency medical services (ems) arrived. Life sustaining measures were unable to be performed due to the length of time that the patient was unresponsive. Additional information was received on 26 aug 2022 from the home therapy manager (htm) who confirmed the patient was treating alone at the time of the event. Per the htm the cause of death has not been determined.

Manufacturer narrative:
The device was received for evaluation and successfully passed testing. All devices must meet all quality criteria and manufacturing specifications prior to release. A review of the device history record (DHR) was conducted which confirmed that the device met all quality criteria and manufacturing specifications prior to release. Available log files were retrieved and analyzed which showed device performance was without deficiency and was unremarkable. There was no indication of a device malfunction from the available information. UDI: (B)(4).